Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and / or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with an unknown mentor saline prosthesis (right) and a mentor smooth round moderate profile 475cc saline prosthesis (left) experienced left sided deflation post procedure. In addition to the deflation, left sided capsular contracture, and bilateral ptosis were noted. As a result, the devices were explanted and bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed on (B)(6) 2019. The left sided deflation was reported previously under 1645337-2019-11376 on 5/8/2019. On 08/12/2019 mentor received additional information and initial awareness of an issue with the right prosthesis. This report relates to the right prosthesis.